Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l) nor did the cgm read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin therapy with instructions to replace supplies as necessary.